Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board and oxygen blender module board was replaced to address the issue. The interface board was returned to the manufacturer's product investigation laboratory. During the investigation the root cause of the interface board malfunction was found to be caused by a leaking c27 capacitor. The oxygen blending module board was returned to the manufacturer's product investigation laboratory. During the investigation, the root cause of the failure was indicative of contamination.